Event description:
Informed by "fmc" sales of this event. As reported, possible dialyzer reaction with a new, non-processed f8 dialyzer. The pt treatment was initiated at 7:26 am. 7:35 pt developed shortness of breath, nausea and vomiting, bp 177/81, pulse 77. Pt became cyanotic, oxygen was administered; there was no reported loss of consciousness. The pt was reinfused and the dialysis was discontinued. The pt symptoms improved and another dialyzer with a different membrane (baxter cf23, cellulose, eto sterilized) was prepared for use. The dialysis treatment was restarted without further symptoms. Priming procedure is currently being verified with the customer. MDR filed due to medical intervention required. 3/3/99 facility user report rec'd by quality systems.